Manufacturer narrative:
Received notification of event on a device registration form 6 day post operatively. Efforts to obtain information to facilitate our investigation failed.

Event description:
Patient had surgery to install a digit widget external fixation system. Hand biomechanics lab received device registration form 6 days post operatively with comment 'bone pin distal lodged in pin block device. 2nd kit used only distal pin and pin block". There is no foreseeable way for the pin to become stuck in the component hand biomechanics lab calls the 'pin block'; however, it is conceivable that the drill guide could be called a pin block by a user. This case is therefore potentially similar to cases where a nick was created in the bone pin when an adjacent pin is cut, causing a burr and preventing the drill guide from being removed from the pin. Surgeon was able to back-out the pin that was stuck and completed the case with parts from a 2nd digit widget system.